Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("heavy bleeding"), uterine cancer ("tumor / teratoma / cancer type: carcinoma tumor in the uterus") and fallopian tube cancer ("tumor / teratoma / cancer type: carcinoma tumor in the uterus") in an adult female patient who had essure (batch no. Bdm607,50500523) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, depression, bipolar disorder, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) and lamotrigine (lamictal). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), asthenia ("weakness"), fatigue ("fatigue") and anaemia ("anemia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), fallopian tube cancer (seriousness criterion medically significant), back pain ("lower back pain"), food allergy ("allergic or hypersensitivity reaction type: tree nuts and gluten"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), coeliac disease ("autoimmune disorder type of disorder: celiac disease"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), lipoma ("tumor / teratoma / cancer type: lipoma"), weight decreased ("weight gain / loss specify which one: weight loss"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdomen pain"), flank pain ("flank pain") and gluten sensitivity ("allergic or hypersensitivity reaction type: tree nuts and gluten"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (ablation), surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine cancer, fallopian tube cancer, abdominal pain lower, asthenia, fatigue, anaemia, back pain, food allergy, psoriasis, coeliac disease, nausea, dysmenorrhoea, lipoma, weight decreased, alopecia, migraine, headache, flank pain and gluten sensitivity outcome was unknown and the allergy to metals and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, asthenia, back pain, coeliac disease, dysmenorrhoea, fallopian tube cancer, fatigue, flank pain, food allergy, genital haemorrhage, gluten sensitivity, headache, lipoma, menorrhagia, migraine, nausea, pelvic pain, psoriasis, uterine cancer, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 118 lbs. Approximate weight at the time of essure placement 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, gluten sensitivity, psoriasis, coeliac disease, nausea, dysmenorrhoea, allergy to metals, lipoma, uterine cancer ,fallopian cancer,weight decreased, alopecia, migraine, headache, abdominal pain, back pain, device monitoring procedure not performed, flank pain, food allergy, concomitant drugs, diseases, reporter, patient demographic information, product lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("heavy bleeding"), uterine cancer ("tumor / teratoma / cancer type: carcinoma tumor in the uterus") and fallopian tube cancer ("tumor / teratoma / cancer type: carcinoma tumor in the uterus") in an adult female patient who had essure (batch no. Bdm607-inv, 50500523) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, depression, bipolar disorder, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) and lamotrigine (lamictal). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), asthenia ("weakness"), fatigue ("fatigue") and anaemia ("anemia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), fallopian tube cancer (seriousness criterion medically significant), back pain ("lower back pain"), food allergy ("allergic or hypersensitivity reaction type: tree nuts and gluten"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), coeliac disease ("autoimmune disorder type of disorder: celiac disease"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), lipoma ("tumor / teratoma / cancer type: lipoma"), weight decreased ("weight gain / loss specify which one: weight loss"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdomen pain"), flank pain ("flank pain") and gluten sensitivity ("allergic or hypersensitivity reaction type: tree nuts and gluten"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (ablation), surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine cancer, fallopian tube cancer, abdominal pain lower, asthenia, fatigue, anaemia, back pain, food allergy, psoriasis, coeliac disease, nausea, dysmenorrhoea, lipoma, weight decreased, alopecia, migraine, headache, flank pain and gluten sensitivity outcome was unknown and the allergy to metals and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, asthenia, back pain, coeliac disease, dysmenorrhoea, fallopian tube cancer, fatigue, flank pain, food allergy, genital haemorrhage, gluten sensitivity, headache, lipoma, menorrhagia, migraine, nausea, pelvic pain, psoriasis, uterine cancer, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 118 lbs. Approximate weight at the time of essure placement 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Lot numbers and exp/mfg dates: batch number bdm607 is not valid. Lot number: 50500523 manufacture date: 2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), asthenia ("weakness"), fatigue ("fatigue") and anaemia ("anemia"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, asthenia, fatigue and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, asthenia, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.